Event description:
It was reported that the patient fell down some stairs and was getting some shocking where the device was implanted. The shocking only occurred when the patient was in certain positions. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).